Manufacturer narrative:
Concomitant medical products: 2088tc52 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a systemic infection. The implantable cardioverter defibrillator system was removed, the patient was treated with antibiotics, and no further patient complications have been reported as a result of this event.